Event description:
It was reported that the c-arm column on the 9800 system would not go down. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the lift column 24v power supply (ps3). The system was tested and found to be working as intended and placed back into service.